Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s205 (battery failure) malfunction alarm code. This did not indicate a reportable malfunction. However during verification testing at the service center a scorched component was noted on the power supply controller (psc) printed circuit board.